Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a weak signal on the sensor but she changed the battery on the charger and it is now working properly. Customer's blood glucose was 49 mg/dl. Customer treated with orange juice and declined troubleshooting for low blood glucose. Troubleshooting was performed on the transmitter and pump. Customer was advised to monitor the pump.